Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device on the arm for between 49 and 71 hours. The patient removed the pod and noted pain and purulent discharge coming from the site. The patient's blood glucose (bg) levels rose to 350 mg/dl. The patient was taken to the emergency room and diagnosed with an infection. The patient was prescribed hexomedine to treat the infection and administered an insulin pen to lower the bg levels. The pod was discarded.